Event description:
It was reported per medwatch mw5106906: spontaneous call from patient needs more cassette and tubing and medication. Patient states pump is not reading their cassettes. Patient will need medication since they lost medication because of 3 cassettes went to waste. They have 2 mix left. Current pump rate 41ml/ 24hr current dose 25 ng/kg/min. No patient injury was reported.

Event description:
It was reported per medwatch mw5106906: spontaneous call from patient needs more cassette and tubing and medication. Patient states pump is not reading their cassettes. Patient will need medication since they lost medication because of 3 cassettes went to waste. They have 2 mix left. Current pump rate 41ml/ 24hr current dose 25 ng/kg/min. No patient injury was reported. Patient information provided and updated.